Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is the residents experience with firing the powered circular device? Does the hospital/resident have experience in manual and competitive circular devices? Were there any issues with device use/ difficult to close/ difficult to fire? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What were the steps taken to open and remove the device? What were the detailed steps taken to open the device? In addition, how many counter-clockwise revolutions of the adjusting knob were used to open the device? Was the device difficult to remove? Is the colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that, end of sigmoid resection, unknown resident was firing the powered circular, and removed circular, upon removal it tore the anastomosis. Resident opened the circular after firing and observed two intact tissue donuts. Patient had to have a colostomy.